Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please clarify what occurred when the ¿device was stuck on tissue¿? Was there an issue with the firing of the device (lock out, partial fire, etc.)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please explain. I was unable to receive surgeon account of the event, but from what I could attain from the staff the tissue was very thick and may have had additional tissue in the jaws that was undesired and that the surgeon was unaware of being present within the jaws of the stapler. Then when the device locked out there was confusion on how to reverse the blade on the echelon flex.

Event description:
It was reported that during a laparoscopic nephrectomy procedure the device was stuck on tissue. It was unknown how it was removed and unknown how it was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 08/16/2018. Batch # p58j5a. The ec60a device was received for analysis with no visual non-conformances and with a gst60t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.